Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and the dark blue female connector was separated from the light blue main body. There was no evidence of damage to the female connector, therefore the reported damage was not verified. Leak, clear passage, and clamp function testing were performed and no issues were observed. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screw cap (female connector) of the minicap transfer set was damaged. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.